Event description:
During an electrosurgical procedure, the generator remained powered up after releasing the foot pedal. As the electrode was withdrawn from the operative site, several contact burns were sustained. The areas of contact were cauterized and sealed with lugol's.

Manufacturer narrative:
The owner of the unit forwarded it to the initial reporter. The initial reporter tested the unit and could not duplicate the problem. The initial reporter then forwarded the unit to coopersurgical, inc. The unit tested within specification and the problem could not be reproduced.